Event description:
The customer reported that while the unit was in use on a patient, the unit's display went blank. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of pump assemblies was damaged. The company representative replaced the defective display controller pcb. The unit was tested to factory specification. It functioned normally and was returned to the customer.